Manufacturer narrative:
The customer was able to provide some patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to a loose battery pin. Physio replaced all battery pins in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off during a patient event. This issue is patient related; however there was no adverse patient outcome.